Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported sinus node dysfunction may have been procedure related.

Event description:
During an atrial flutter ablation procedure, the patient experienced a sinus node dysfunction and intermittent sinus arrest. A dual chamber pacemaker was implanted on (B)(6) 2015. The patient is in stable condition. The physician indicated the cause of the event was due to the patient'd extensive electrical disease and extensive right atrial linear ablation, which resulted in isolation of a portion of the right atrium. There were no performance issues with any sjm device.

Event description:
Related manufacturer report 9680001-2015-00024 during an ablation procedure, the patient experienced a sinus node dysfunction and intermittent sinus arrest. A dual chamber pacemaker was implanted on (B)(6) 2015. The patient is in stable condition. Further information has been requested.